Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2005 and a sling and bard pelvicol were used. The dates for specific product implantation were not clarified. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced infections, fever, swelling, burning, nervousness, anxiety, urinary incontinence, fecal incontinence, pressure from kidneys all the time, uncontrollable bowels, hospitalizations, surgeries, and antibiotic therapy. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08275. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent anterior sphincteroplasty and levatorplasty on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08275. The same patient is represented in each medwatch.